Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the that the y1301 flex 1.3mm allsuture anch w/1-#2 wht/bl (5metric), hi-fi sutr device was being used on (B)(6) 2025. During an arthroscopic procedure on (B)(6) 2025. When it was reported ¿the small teeth at the front end broke.". Further assessment questioning found that "the inserter part broke" and the fragments were retrieved with medical forceps. The procedure was completed and there was no report of injury, medical intervention or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 20 complaints, regarding 23 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that when removing driver from pilot hole, pull driver straight out. Do not rotate or oscillate driver about its axis or breakage of driver tip and/or anchor may result. Maintain the drill guide at the same position and angle as it was when making pilot hole during insertion of anchors and disengagement of drivers. If anchor is inserted or driver is removed while the guide is not aligned, the driver tip may be damaged and the driver tip may remain on the patient¿s bone, resulting in injury. After inserting anchors and removing drivers, be sure to visually check that the driver tip is not damaged, as the driver tip may have been damaged during use. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the y1301 flex 1.3mm all suture anch w/1-#2 wht/bl (5 metric) hi-fi sutr device was being used on (B)(6) 2025 during an arthroscopic procedure on (B)(6) 2025 when it was reported ¿the small teeth at the front end broke.". Further assessment questioning found that "the inserter part broke" and the fragments were retrieved with medical forceps. The procedure was completed and there was no report of injury, medical intervention or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.